Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the report reported event. The user facility did not provide further information regarding the reported event at this time as the subject ucr was quarantined along with the other fuji equipment and are undergoing an independent analysis. However, the user facility did not allege any malfunction with the ucr. The user facility staff further reported that they would be providing us more information after the independent analysis is completed. To date, there has been no further information provided by the user facility. A review of the instrument history showed that the device was purchased on (B)(6) 2012, but the device has not been returned to olympus for service since then. In addition, the manufacturing record for the subject device was checked and there was no problem noted during the manufacturing of the device. The exact cause of the user's experience cannot be conclusively determined. If additional and significant information becomes available at a later time, this report will be updated.

Event description:
Olympus was informed via medwatch that: 'patient died during an ercp. The procedure was an upper device assisted enteroscopy without fluoroscopy. The patient was intubated. The scope passed through the mouth and advanced to the proximal ileum. An air cholangiogram was obtained. About 20 minutes in to the procedure, the patient's vitals started to drop, heart rate and blood pressure. The patient's co2 then also dropped. A code was called after the plus became intermittent and the scope was withdrawn. There was no obvious evidence of perforation or hemorrhage during the procedure. An air embolism was detected through a transthoracic echocardiogram (tee). One hour of CPR was performed without adequate perfusion and the resuscitation was stopped.'